Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a loss of ac power. A motor controller (mc) printed circuit board assembly (pcba) was ordered in a material only work order. This investigation is ongoing.